Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion on the electronic and motor assembly.

Event description:
It was reported that the customer went to swim while wearing the insulin pump and the device had a blank display. No further information was provided.